Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer managed to reset the pump after the issue occurred in the past, and the malfunction code displayed was resettable. Customer will continue to use current pump or mdi